Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - device 6 of 6.

Event description:
Unomedical reference number (B)(6). Event occurred in the (B)(6). It was reported that the patient faced similar events of kinked cannula with six infusion sets after being used for 6-8 hours. Symptoms were noticed 3 or more hours after insertion in the upper buttocks. Patient's blood glucose at the time of event was 400 mg/dl. Patient replaced infusion set and cartridge and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.